Manufacturer narrative:
Manufacturing site evaluation: samples received: 1046 unopened and 8 opened pouches. Analysis and results: there are no previous complaints of this code batch. Received three complaints the same day of this code batch from three different end customers. 2,884 units were manufactured and distributed, there are no units in stock. Received 1046 closed samples and 8 open samples with the needle detached from the thread. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the samples received and the results fulfills the OEM requirements. When performed the rotation test on closed samples received, it was noticed that thread breaks easily next to needle. Then, detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the end customer or refund. Corrective/preventive actions: this complaint will be included in the analysis of trending, and corrective action will be open if applies.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The suture needle detached.